Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as the instructions for use state: warnings ¿ the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. ¿ to avoid potential skin injury, never push or rub the product against the skin during placement or removal. ¿ do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) ¿ do not insert the product into vagina, anus, or other body orifice. ¿ stop use if an allergic reaction occurs. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that suction adhered to patient's skin creating an injury while using purewick flex. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that suction adhered to patient's skin creating an injury while using purewick flex. No medical intervention was reported.